Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that post insertion the patient experienced extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary problems, and bowel problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2012 and restorelle y was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with left salpingo-oophorectomy. It was reported that patient underwent exploratory lap abdominal sacral colpopexy, posterior repair perineal and lysis of adhesions on (B)(6) 2012 by dr. (B)(6) due to enterocele, rectocele and pelvic adhesions. It was reported that the patient underwent mesh removal, urethrolysis and cystoscopy on (B)(6) 2015 by dr. (B)(6) due to abnormal urination, urethral obstruction.